Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Reportedly, the customer was able to resolve bg level. At the time of the reported event, the customer's blood glucose level was 153 mg/dl.